Event description:
The manufacturer received information alleging a ventilator failed to charge its batteries. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, power management board and detachable battery cable were replaced to address the issue.

Manufacturer narrative:
It was initially reported, the ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, power management board and detachable battery cable were replaced to address the issue. The device was not repaired as per the customer.